Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during preventive maintenance there was a travel course error check clutch plunger lever. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The reported issue was verified in the event history log and during functional testing. The device was repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling and motor. The cause of the issue was traced to be the worn clutch parts. The device passed all testing after repairs.